Event description:
A (B)(6) male presented to (B)(6) on (B)(6) 2014 following bike injury. He suffered a comminuted fracture of the proximal right femur. He was taken to the operating room and placed on the fracture table. Pt was noted to have bruising to scrotal area several days post procedure. On op basis, pt returned to operating room on (B)(6) 2014 for excision of necrotic tissue. Again on (B)(6) 2014 as op, pt returned to operating room for wound exploration and debridement. Doppler study demonstrated triphasic waveforms and pt was discharged in stable condition. Pt continues to see urology on op basis.